Event description:
A patient was being examined on this x-ray system. The spot film device which was held above the patient suddenly lost tension due to a cable failure. The spot film device began to free fall downward. It just came into contact with the face side of the patient before coming to a stop. The patient was laying on their back and flat on the x-ray table. No physical injuries were observed and no medical treatment was performed on the patient. However, the patient complained of abdominal and substernal pains after incident.